Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had returned to the operating room (or) for a driveline revision and pump exchange due to a driveline infection. The surgeon decided not to exchange and to instead clean-up everything because the infection was more invasive than was expected. The surgeon washed the chest out and placed antibiotic beads and closed the skin. The patient was brought back to the or for a pump exchange on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.